Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent."

Manufacturer narrative:
Manufacturers ref# (B)(4). Correction: (B)(6) 2001 to (B)(6) 2011. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per the computed tomography (CT) abdomen report dated (B)(6) 2017: "an ivc filter (inferior vena cava) is seen with tip at the level of renal vein. Confluence in ivc. There is no tilt. The apex of the filter is not touching the ivc wall. The prongs of the ivc filter appears normal. No evidence of perforation. At least one strut on each side appears to be lying outside the ivc wall with a clear fat plane. Also at least one strut is seen anteriorly and posteriorly, appear to be lying outside the wall of the filter. No adjacent hematoma or any fat stranding. There is no fracture of the strut. The filter struts are not bent or fragmented. There is no evidence of stenosis of ivc. However, evaluation limited due to no IV contrast. Psoas muscles, paravertebral muscles normal.

Manufacturer narrative:
Investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. The reported allegations of have been investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Cook medical will continue to monitor for similar events.

Event description:
'It is alleged that "[pt] received a cook celect filter in nov 2011". Alleged "punitive damages" and "ivc perforation" and "pain in abdomen".